Event description:
It was reported that knee trial insert was found to have a 2mm x 2mm chip after the total knee incision was partially closed. Site explored as well as use of x-ray and fluoroscopy to verify no foreign body left in pt.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.